Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During an auto capture test there was loss of capture and a 3-sec pause. Programming changes were suggested. The changes were not made and the physician elected to continue monitor the implantable cardioverter defibrillator. The patient was stable.